Event description:
Per audiologist, in 2007, the patient reported decreasing auditory performance when using the cochlear implant system. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with multiple electrode faults. Explant/implant surgery is scheduled for 2008.

Manufacturer narrative:
This report filed, november 03, 2008.